Manufacturer narrative:
Eval result: fowler, gas spring trip, latch handles.

Event description:
It was reported by svc report that the fowler is drifting and the left and right siderail latches are damaged. No pt involvement or adverse consequences are reported.